Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the due to progressive dysarthria the patient was admitted to the hospital from (B)(6) 2016. The etiology was stated to be unrelated/unlikely related to the surgery. The e vent was considered completely resolved on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that due to progressive dysarthria the patient was admitted to the hospital from (B)(6) 2016. The etiology was stated to be unrelated/unlikely related to the surgery. The event was considered completely resolved on (B)(6) 2016. No further complications were reported/anticipated.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the actions/interventions taken to resolve the previously reported progressive dysarthria included increasing the patient's medication dose. No further complications were reported/anticipated.